Event description:
The customer reported 12 lead ECG issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported 12 lead ECG issue. There was no pt involvement. The device was evaluated by a philips fse. The reported symptom was confirmed. The issue was isolated to the trunk cable. The ECG trunk cable was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. The ECG trunk cable caused the malfunction. Replacement of the trunk cable resolved the issue.